Event description:
A nurse stated she had observed at least 3 times pca tubing leaking at a port with a flush syringe connected to it. It is unknown if the leak is from a faulty flush syringe or tubing port.